Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2017-00042, 2030404-2017-00043, 3005334138-2017-00194, 3005334138-2017-00195, 2184149-2017-00034. During a pulmonary vein isolation procedure, a pericardial effusion occurred. While isolating the left sided veins, the catheter temperature increased to 45-47 degrees. The generator compensated for the temperature increase however this occurred several times when ablating around the left superior pulmonary vein. The catheter was removed from the patient in order to check for char. No char was noted on the catheter tip. The device was reinserted into the patient and the catheter appeared to be outside of the geometry. The catheter was manipulated and appeared to be within the geometry but the right sided veins were mapped once more. When ablation resumed near the anterior side of the right superior vein, the patient became hypotensive. An echocardiogram revealed an effusion near the posterior wall by the left superior vein. A pericardiocentesis was performed which stabilized the patient. The procedure was cancelled and the patient was transferred to the ccu in stable condition.